Manufacturer narrative:
The dispense check valve and probe malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported reagent tip was dripping after washing the buffer. Issue was attributed to a dispense check valve and probe malfunction. Field service engineer replaced the parts. Instrument is fully operational and ready for use. No indication of a delay in diagnosis.

Event description:
Customer reported reagent tip was dripping after washing the buffer. Issue was attributed to a dispense check valve and probe malfunction. Field service engineer replaced the parts. Instrument is fully operational and ready for use. No indication of a delay in diagnosis.

Manufacturer narrative:
The dispense check valve and probe malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported reagent tip was dripping after washing the buffer. Issue was attributed to a dispense check valve and probe malfunction. Field service engineer replaced the parts. Instrument is fully operational and ready for use. No indication of a delay in diagnosis.